Event description:
Follow-up (3/11/2014)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a contaminated pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.